Event description:
Customer reports, lancet has protruded from the cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacemtent was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective button. Unable to determine if lancet retracts properly.